Event description:
A micro drill medium straight attachment was sent in for evaluation because it was overheating during a procedure. The procedure was completed with a readily available alternate device without any procedure delay; no adverse event was associated with the device.

Manufacturer narrative:
Corrosion damage was noted on the bearings.